Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient's implant had reached end of service (eos) and was showing 'replace internal device to continue therapy' message. The rep stated the implant had reached eos quickly, no t lasting more than about a year and a half. The rep said the patient was under new managing because the previous healthcare provider (hcp) had retired and there were no notes on the patient's report about the patient's settings. The rep said the patient thought t hat the implant settings were high but they couldn't confirm. The circumstances that led to the reported issue were asked but unknown. The patient was redirected to their hcp to further address the issue.